Event description:
Customer states right brake is not functional. Customer states he fell causing some internal pain in his buttocks. Customer states he is no longer sustaining the pain and did not seek medical attention for his fall.